Manufacturer narrative:
The insulin was pump received with a minor scratched display window, cracked battery tube threads, and a broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place.

Event description:
It was reported that the customer noticed a piece of plastic on her couch and there was a piece missing from the reservoir. Customer stated that a piece broke off from the reservoir compartment. Customer's most recent blood glucose was 200 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.